Manufacturer narrative:
E1: initial reporter address: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a leak from the deaeration chamber. The specific defect that allowed the leakage was not visible in the photo. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that external fluid leak was observed from the deaeration chamber of a prismaflex st100 set during priming. There was no patient involvement. No additional information was provided.